Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) .

Event description:
It was reported that the patient complained of warmth and movement at the pocket site of the implantable cardiac monitor (icm) device after receiving a magnetic resonance imaging (MRI). The device remains in use. No patient complications have been reported as a result of this event.